Event description:
It was reported that when the pt circuit was disconnected from the pt for suctioning, the ventilator alarmed and all flow from the pt circuit ceased. The pt was ventilated with a manual resuscitator and eventually placed on the back-up ventilator. After approx 30 minutes, the primary ventilator began to operate again.

Manufacturer narrative:
Na